Event description:
It was reported that patient underwent partial knee arthroplasty on (B) (6) 2009. Subsequently, a revision procedure was performed on (B) (6) 2010 due to bearing dislocation.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found the surface to have numerous scratches and abrasions that are consistent with foreign particle abrasion. The reported wear on the superior bearing surface is a combination of gouges and impressions from foreign particle abrasion. The side of the bearing that articulates with the vertical metal surface shows a similar pattern of gouging and impressions along with a bone or bone cement particle embedded into the surface. There were no pits that exhibited a fractured appearance or subsurface cracks which would be indicative of oxidation and delamination on the bearing surface. The discoloration is likely associated with absorption of substances found in fluids surrounding the joint and roughened surface of the bearing caused by foreign particles.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B) (6), 2009. Subsequently, a revision procedure was performed on (B) (6), 2010 due to bearing dislocation.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).